Event description:
International affiliate reports the valve was explanted because the pt experienced an infection. The infection was not attributed to the device. However, upon removal, the valve was found to have a tear in its silicone housing.